Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analyzed. The available iegm episodes confirmed the artifacts on the ra and rv channel as mentioned in the complaint description. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
(B)(4) received information from the patient that his system was removed on (B)(6) 2015. He stated that the device broke and shocked him about forty times. The device was not replaced according to the patient. Additional information has been requested. Should additional information be received, this file will be updated.